Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations, detection enhancements and programming options for this patient. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient had an episode which looked like atrial tachycardia (at) and the patient received therapy. The caller stated the device is currently programmed as a three zone device with a monitor only vt-1 zone. The caller wanted to know which zones can have detection enhancements programmed on.